Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device. It is unknown whether the customer observed a trend arrow on the device. The customer experienced dizziness. The customer was unable to self-treat and reported an ER glucose reading of 28 mg/dL at 4:30 AM on (b)(6) 2026. The customer also reported the following discrepancies between ADC meter and healthcare professional meter (HCP) meter readings: ADC meter 115 mg/dL vs finger stick 152 mg/dL, finger stick 63 mg/dL vs meter 128 mg/dL, finger stick 175 mg/dL vs meter 119 mg/dL, and finger stick 166 mg/dL vs meter 138 mg/dL. No information was provided regarding the time interval between the ADC readings and HCP readings. The customer was administered an unspecified medication by EMTs. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.